Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was reported that the patient had been hospitalized since on (B)(6) 2025 (reason for hospitalization was not reported). On approximately on (B)(6) 2025, the patient reportedly was hypoglycemic, had convulsion and was in a coma. The patient was treated with IV glucose. It could not be determined when the values were taken (post or pre-treatment) the cgm was reading 48 mg/dl and the blood glucose reading was 70 mg/dl. At the time of the report the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On approximately (B)(6) 2025, the patient reportedly was hypoglycemic, had convulsion and was in a coma. The patient was treated with IV glucose. It could not be determined when the values were taken (post or pre-treatment) the cgm was reading 48 mg/dl and the blood glucose reading was 70 mg/dl. At the time of the report the patient was still in the hospital but was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.